Event description:
It was reported that the customer was in the intensive care unit due to a diabetic coma. Troubleshooting was performed and found in the alarm history a low reservoir and bad battery. The caller stated that the customer collapsed the day before and the paramedics were called. Initially the spouse called regarding rewinding the insulin pump. The drive support cap appears to be normal. Reviewed the programming and found that the reservoir is showing more insulin than what is shown on the status screen. Days later, her husband called back and stated that the customer went back to the hospital. The caller stated that the insulin pump shows a no delivery alarm on display, but he could not hear the alarm. The customer mentioned that the reason of her diabetic coma was the insulin pump pushing a full reservoir of insulin into her body, which caused her blood glucose to drop. The spouse did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with multiple basals and boluses and monitored. All the basals and boluses were delivered completely and their indicated amounts were properly recorded in the daily totals screen. After testing it was concluded that the device operated within specifications. The device had cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.